Event description:
It was reported the tsw35 was used during an unk procedure. It was reported by the affiliate the jaw was difficult to open. There was no consequence to the pt.

Manufacturer narrative:
Tracking# 49491. D6: device returned with no lot identification. Endopath ets: the analysis results confirmed that the instrument was returned with the anvil was re-aligned & the instrument was cycled, fired, cut, & formed the staples within design spec.